Manufacturer narrative:
Serial # = na.

Event description:
It was reported that during a lap cholecystectomy procedure, the device locked on tissue on the last firing for both devices. Tugged on the device until it came off the tissue. There was no trauma to the tissue. Used a third device to complete the procedure. There was no patient consequence.